Manufacturer narrative:
No samples have been received to date. (B)(4) was received from the FDA. Customer initially reported "the stopcock was off to infuse medication. The pump did not alarm a downstream occlusion. Fluid was noticed to be back flowing from port on primary line. New model of green curos cap was on the port." 3m made several attempts to obtain additional information about this reported event. Additional information was received on (B)(6) 2017. Customer reported their facility uses baxter IV pumps and baxter continu-flo tubing with integrated clearlink needleless connectors. Customer reported a curos jet cap was on one of the clearlink ports (y-site) along the IV tubing. The IV tubing was then connected to a stopcock that was turned in the off position towards the patient. Leaking of IV fluid was reportedly observed at a needleless connector y-site along the IV tubing. No patient injury occured and there was no medical intervention required.

Event description:
A customer reported curos jet caps were placed on the needleless connectors of their IV tubing. The IV tubing was connected to a stopcock that was turned to the off position towards the patient. IV fluid was observed to be leaking from one of the needless connector y-sites along the IV tubing. No patient harm occurred and no medical intervention was required.